Event description:
It was reported to nova biomedical that a consumer spent an evening in the hospital due to blood sugar levels. Parent of the consumer did not have any specific readings or treatments based on any results. It was found during the phone call, the meter was not coded to the nova test strips that were being used, which could cause the readings to be inaccurate. Not coding the meter is against our directions for use. It was also found that the consumer is storing and handling the test strips against our directions for use, which may compromise the integrity of the test strips. Test is against our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.